Manufacturer narrative:
(B)(4). The involved device was not returned to the manufacturing facility and the lot number is unknown. Therefore, the investigation was based upon evaluation of user facility information and reserve samples from (B)(4) previous lots with the same product code. Visual inspection confirmed there were no defects or anomalies. In addition, the dilators had been manually manipulated along the length, and no breakage was noted. A comment was made by the user facility that they have had several dilators with clean breaks. However, those events were not reported to the manufacturer and no additional information was available including event dates, lot numbers, patient information or any specific event descriptions. Therefore, because it is not possible to conduct meaningful investigations or obtain sufficient information about the individual events, we are including this anecdotal information within report for reference purposes. The production lot number was not provided by the user facility, which prevented review of applicable production or complaint records. Although the cause of the reported event cannot be definitively determined there is no evidence that this event was related to a device defect or malfunction. All currently available information has been placed on file by quality assurance at the manufacturing facility for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported that the dilator broke during pre treatment. Follow-up communication from the user facility reported: device broke during prep stage; and there were no patient complications.